Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to endocarditis. The organism and source of the infection are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found. No device issue was identified that required full analysis. Concomitant: 5076-52 implantable pacing lead (B)(6) 2007; 5076-45 implantable pacing lead (B)(6) 2007. (B)(4).